Event description:
The surgeon decided to plan an unanticipated revision surgery because of squeaking of the implant.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.